Event description:
It was reported that the patient experienced the cuff size was too long with an artificial urinary sphincter (aus). The aus cuff was removed and a new 5.5cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.